Event description:
It was reported that there is a possible perforation of the atrial lead. Shortly after implant, the patient had a drop in blood pressure and a small amount of effusion was noted. The physician has decided to monitor the patient closely. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.